Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: a restoris pst offset impactor became stuck to the impaction platform following cup implantation. The case was successful and there was no impact to the patient and no delay in surgery. Device evaluation and results: inspection could not be completed as the part was not available for examination. Device history review: the lot number was not reported therefore a DHR review could not be completed. Complaint history review: as the lot number was not available for the item in this complaint. A complaint history review of the failure with respect to the part¿s specific lot could not be completed to determine if there is a lot based correlation. Tracking of complaints related to the 206276 part number will be tracked through quarterly trend request # (B)(4). Conclusions: as the product was not returned for evaluation, no root cause analysis could be completed. The case was able to be completed successfully. Without the failed part, no further evaluation can be completed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case after cup impaction, the impaction platform was broken. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case after cup impaction, the impaction platform was broken. The case was successfully completed and there was no harm to the patient.